Manufacturer narrative:
Per the clinic, the patient was placed under a general anesthesia on (B)(6) 2024, for the explant surgery.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced improper placement of the electrode array as a result of multiple previous operations performed previously due to other medical condition. Subsequently, the device was explanted on (B)(6) 2024. There were kinks observed after removing the electrode array and intraoperative measurements also indicate short circuits in several electrodes; therefore the decision was made to replace the implant. The patient was re-implanted with another cochlear device during the same surgery.